Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the cardiac resynchronization therapy defibrillator's (crt-d) right ventricular and right atrial channels during a surgical procedure due to electromagnetic interference. The patient received inappropriate high voltage therapy. The device remains in use. No further patient complications have been reported as a result of this event.